Manufacturer narrative:
(B)(4), labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/21/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with an infection which occurred six days after the sensor had been inserted in the arm. The patient developed a rash, redness, inflammation, pimples, blisters, drainage, and infection under the sensor patch. The patient had an itching sensation in the area. Prior to sensor insertion the area was prepped with alcohol and IV prep. On (B)(6) 2024, the patient consulted a physician who prescribed a topical steroid (triamcinolone acetonide) and an oral and topical antibiotic medication (cefalexin tablets, unspecified dosage for five days). Three photos of the skin reaction in the complaint record were reviewed. The photos confirmed the skin reaction. Per patient's follow up email response, on 02/22/2024, she followed up with a healthcare provider regarding her dexcom skin reaction issues and was prescribed a topical antibiotic medication (mupirocin ointment) to help with the healing process. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.